Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-12090. It was reported the patient has been receiving inadequate pain relief. An impedance check revealed high and low impedance on multiple contacts. Reprogramming was unable to provide resolution. As a result, surgical intervention is pending.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-12090. Follow-up information revealed that surgical intervention was undertaken on (B)(6) 2018 wherein one of the leads was explanted and replaced with a new lead. Stimulation was reportedly restored postoperatively.